Event description:
It was reported that the customer was hospitalized for low blood glucose levels. The blood glucose reading was 64 mg/dl. The customer stated that two cracks were also observed on the face of the insulin pump. He noted that 2 more cracks were also noted at the battery compartment where the battery cap screws in. He did not know how the damage had occurred and was advised that the device be replaced. The customer stated that during the low blood glucose event, he passed out and fractured his hip. He declined troubleshooting assistance for the insulin pump, advising that the insulin pump was not the cause of the event. He stated that when he passed out, he had glucose tablets to treat in his hand. He was treated with intravenous drips and glucose tubes he consumed. He advised that he knew why he had low blood glucose and had already discussed the matter with his doctor. He declined to return his insulin pump for destructive analysis. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.